Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. The lens was implanted, removed and replaced intraoperatively with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown.